Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. On 04/20/2024 the cgm reading was urgent low and the bg reading was 500 mg/dl. The patient was feeling tired and weak. The patient´s husband treated her with lots of water without medication provided at home. The husband took the patient to the hospital and she was treated there with IV fluids and was admitted overnight to the ICU because the bg was still at 500 mg/dl. The patient was then transferred to a regular room with continuous IV bags of fluid until her bg decreased back to normal range. The patient was discharged on (B)(6) 2024. At the time of the report the patient was a little tired but was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.